Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify critical pump error (open book image) due to blank or flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a critical pump error. The blood glucose level was 420 mg/dl. Troubleshooting was performed. The product will return for the analysis.